Manufacturer narrative:
Result: a cable had gotten caught in the head left caster, causing it to malfunction.

Event description:
It was reported by service report that the bed was not able to be moved. No pt involvement or adverse consequences were reported.